Event description:
It was reported that following a recent implant, it was noted that the patient experienced pocket stimulation with atrial pacing. The right atrial (ra) lead was noted to have extremely elevated capture thresholds and at times no capture and low/variable sensing. The ra lead did not appear to have moved under imaging, but the physician suspected micro-dislodgement. The rv lead was explanted and replaced. The patient was stable.